Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was in his pocket when it started beeping. The customer stated that it's giving a constant tone, the screen is frozen with no advancement of time and the buttons would not respond. The customer was advised to remove the battery for five minutes; the constant tone disappeared, the display returned to normal and the buttons were responding. The customer was advised to remove the battery for 2 hours and call back if issues recur after reinserting the battery. Customer called back and reported that the display and audio anomalies returned. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.